Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Insulin pump also received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Insulin pump also received with cracked battery tube threads and cracked case behind the pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. Customer¿s blood glucose level was 15 mmol/l. The customer was advised to discontinued the insulin pump and revert back to backup plan. The device will be returned for analysis.